Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose increased to 400 mg/dl due to eating dinner and running out of insulin. Troubleshooting was declined for the high blood glucose. The customer was unable to rewind the device and he was successfully assisted with the rewind. The insulin pump was functioning as designed. No products were returned or replaced.